Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customers device and was able to verify the reported issue. After replacing battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation of the device's electronic records, physio-control observed on (B)(6) 2021 that the battery capacity had suddenly dropped from a full battery (4 bars) to zero (0) which would lead to a loss of device power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation of the device's electronic records, physio-control observed on 1/20/2021 that the battery capacity had suddenly dropped from a full battery (4 bars) to zero (0) which would lead to a loss of device power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer has been provided with a replacement battery. Physio-control further evaluated the replaced battery at the product assessment center (pac) and reported issue was able to be verified. The cause of the reported issue was isolated to the battery, however further root cause could not be determined.